Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the x1 was slightly out of alignment. The fse readjusted and realigned the s. Loader step feed. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2300 s. Loader step feed failure was the s. Loader was out of alignment.

Event description:
On (B)(6) 2016, a customer reported error 2300 s.loader step feed failure on the aia-900 instrument. The customer rebooted but the error persisted. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.